Manufacturer narrative:
(B)(4). An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer experienced an issue when using a feeding tube. The customer reports: a problem that involves one of our patients who uses the button gtt nutriport 16 fr x 2.5 cm. This patient is hospitalized due to an allergic reaction caused by the button.

Manufacturer narrative:
Based on additional information received, the correct lot number is 503780564x. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Per the instructions for use, do not use on patients having known sensitivities or allergies to the materials used in this device. The most possible root cause can be due to patient skin allergies. The process is running according to product specifications meeting quality acceptance criteria; therefore, corrective action will be limited to the manufacturing awareness. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.